Event description:
Evaluation summary: the skipper deep guide wire was returned to the manufacturer in the original packaging. The wire was severely kinked along the length of the wire and in particular at the distal tip. The tip was observed to be protruding from the distal end of the dispenser. Examination of the fracture revealed that the surface contains numerous jagged edges. Sem analysis was performed and shows that the fracture is not a flat featureless surface and it does not contain river markings normally associated with brittle type fracture. This suggests that the material was overloaded.

Event description:
An attempt was made to use a skipper deep 0.014" infrapopliteal guidewire to treat an occlusion with heavy calcification. The device was inspected prior to use with no abnormality noted. However, it was reported that the tip of the guidewire broke during the intervention. It was reported that the detached material was successfully removed from the body by using a snare. It was reported that the guidewire was being used in conjunction with an amphirion deep balloon catheter. Patient status was reported to be good post procedure, and no clinical sequelae were reported. It was reported that there is a possibility that the guidewire may have become kinked or bent at some stage during the procedure.

Manufacturer narrative:
Evaluation, results: based on the information available no root cause can be determined. (B)(4).

Manufacturer narrative:
Evaluation, results: caused by operational context (calcified lesion and strong manipulation of the wire). (B)(4).